Manufacturer narrative:
MFR's report date: 02/11/2011. (B)(4). Product evaluated and the customer's report of a leak in the pumping segment was confirmed. Upon visual inspection, two tears on the silicone tubing (pumping segment) approx 0.0220 inches and 0.0260 inches long near the upper fitment were identified. Multiple crush marks were detected on the upper fitment. Not other anomalies of the administration set were noted. The cause of the leak was tears in the pumping segment; however, the root cause of the tears was not identified.

Event description:
Customer reported fluid leaked from the pumping segment during an epidural infusion. Stated the pt did not receive her epidural pain medication during labor. The infant was delivered without incident, no pt (mother or baby) harm reported and no medical intervention required. No add'l event info provided.